Event description:
Boston scientific crm received information that pacing lead impedance measurements of this right ventricular lead were greater than 2000 ohms one day post implant. It was reported that pacing threshold and r-wave measurements remained stable and within normal limits. No adverse patient effects were observed.

Manufacturer narrative:
This patient's physician elected to continue to monitor this lead and records indicate that this lead remains in service. At this time, no additional information is available. If additional information becomes available, this report will be updated.